Manufacturer narrative:
Date sent: 11/30/2007. Evaluation summary: the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device". The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. It should be noted that all instruments are inspected 100% for staple presence by an automated scanning system. In addition, a sample of the batch is inspected at fgqa to ensure the device meets the required specifications prior to shipments. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a splenectomy procedure, the instrument did not fire. There was a crunching sound resulting in lots of bleeding. The device cut approximately 1/3 of the way across the vessel and jammed. There was an incomplete staple line. The patient was anaemic which contributed to the significant blood loss, but is it unknown exactly how much blood was lost. The patient received four units of blood during a transfusion. The procedure was completed using clips and oversewing. The patient is currently resting at home and continuing chemo treatment. No ill effects as a result of the incident.